Manufacturer narrative:
B5 - corrected to" the reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. H6 - corrected to: health effect impact code: 4629 in the initial MDR. H6 - health effect impact code: 4627 should be removed from the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -9.0 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault without rotation. On (B)(6) 2023 a replacement lens of longer length was implanted. The problem was resolved. The cause of the event was reported as unknown.